Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I have picked up three (3) hardinge cement restrictor introducer which have either broken or a too tarnished to see number during implantation. I have the items in my possession and they have been fully decontaminated. The hospital is (B)(6)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> the returned instrument was investigated and it was confirmed that the instrument was broken. The suppliers noted that the domed end had been flattened suggesting that the hospital had been struck. The suppliers have advised that the instruments are not impacted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.    UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). H1. Type of reportable event has incorrectly been reported as serious mwr-(B)(4). Correct reportable event type is malfunction only. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: corrected: (device code (B)(4) is being retracted as there were no pieces left inside the patient.)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received stating that there was any items left in the patient and surgery prolonged of 2-5 minutes.